Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips an als unit was evaluating a patient with altered mental status. The monitor powered off multiple times. Another als unit arrived and took over patient care. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
It was reported to philips an als unit was evaluating a patient with altered mental status. The monitor powered off multiple times. Another als unit arrived and took over patient care.the device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.